Event description:
It was reported that pump touchscreen was unresponsive. There was no reported impact to the customer. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.